Manufacturer narrative:
Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue (patient had strong tongue, even with retraction from nurse pressure from tongue was on needle). Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested. Pending quality investigation, no CAPA.

Event description:
Spontaneous report from australia. Local reference: (b)(). Quality complaint was opened: references #(B)(4) and #(B)(4). This initial non-serious case report was received on 17-sep-2024 from the dentist via local affiliate. Follow-up #1 was received on 01-oct-2024 from local partner. Both information was processed together. Follow-up #2 was received on 10-oct-2024 from dentist via local partner. Description of the narrative: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm in a 60 years old male patient during 480 blmd composite restoration. The patient was a non-smoker and not anxious. No further information was available regarding the patient. On (B)(6) 2024, the patient received 2 dosage forms of 4% articaine 1:100,000 local anesthesia using septoject xl 30g 25mm at a healthy site. The patient did not experience any discomfort at the time of administration. After receiving the second inferior alveolar nerve shot, the needle broke off and lodged in patient's mouth. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. The patient was sent to oral and maxillofacial surgeon (omfs) to discussion about needle removal. Other information of product: batch: #f12473aa, expiry date: jun-2028. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Follow-up #1: medical history, patient information, and specifics of the administration procedure were added. Follow-up #2: quality form completed. Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue (patient had strong tongue, even with retraction from nurse pressure from tongue was on needle). Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested. Pending quality investigation, no CAPA.

Event description:
Spontaneous report from australia. Local reference: (B)(4). Quality complaint was opened: references (B)(4). This initial non-serious case report was received on 17-sep-2024 from the dentist via local affiliate. Follow-up #1 was received on 01-oct-2024 from local partner. Both information was processed together. Follow-up #2 was received on 10-oct-2024 from dentist via local partner. Follow-up #3 was received on 04-nov-2024 from the dentist. Follow-up #4 was received on 20-nov-2024 from the quality department. All information were processed together. Description of the narrative: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm in a 60 years old male patient during 480 blmd composite restoration. The patient was a non-smoker and not anxious. No further information was available regarding the patient. On (B)(6) 2024, the patient received 2 dosage forms of 4% articaine 1:100,000 local anesthesia using septoject xl 30g 25mm at a healthy site. The patient did not experience any discomfort at the time of administration. After receiving the second inferior alveolar nerve shot, the needle broke off and lodged in patient's mouth. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. The patient was sent to oral and maxillofacial surgeon (omfs) to discussion about needle removal. The omfs advised that it was safe for patient to function per normal as it would not become dislodged or a hazard, but would need to have it surgically removed in theatre under guidance of imaging facilities in public hospital. Other information of product: batch: #f12473aa, expiry date: jun-2028. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Follow-up #1: medical history, patient information, and specifics of the administration procedure were added. Follow-up #2: quality form completed. Follow-up #3: received information for surgery. Follow-up #4: received qir. Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm used for second inferior alveolar nerve shot during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue (patient had strong tongue, even with retraction from nurse pressure from tongue was on needle). Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Furthermore septoject xl 30g 25mm is intended for paraapical injection not nerve block nor troncular as this needle is to short. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested (strong tong) associated to a needle to short for the type of injection. Pending quality investigation, no CAPA. Manufacturer's final comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm used for second inferior alveolar nerve shot during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue (patient had strong tongue, even with retraction from nurse pressure from tongue was on needle). Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. Septoject xl 30g 25mm is intended for paraapical injection not nerve block nor troncular as this needle is to short. Quality investigation were within specification. Use error associated with patient's "strong tongue" is considered the main root cause. The information gathered regarding this complaint indicate that the cannula broke in the patient mouth after manoeuvring with the tongue (patient has a very strong tongue). Investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. During our manufacturing process, the used cannulas were received with a certificate of conformity from supplier, which attests to their conformity. Many factors could lead to the reported issue cannula breakage, such as: high pressure during injection, constraint on the cannula during injection, unexpected movement during injection, use of several cartridges with the same needle (multiple needle use), bending or stressing of the cannula, use of needle not recommended according to the injection type, injection on a hard surface. This is the first complaint for the claimed batch f12473aa regarding the total quantity sold ((B)(4) needles). The occurrence is evaluated as low. Based on the performed investigation at this stage we evaluate the residual risk as acceptable. Quality investigations within specification. No CAPA. Use error associated with patient's "strong tongue" is considered the main root cause. Risk table (B)(4): use-sep3-023.

Manufacturer narrative:
Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm used for second inferior alveolar nerve shot during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue (patient had strong tongue, even with retraction from nurse pressure from tongue was on needle). Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Furthermore septoject xl 30g 25mm is intended for paraapical injection not nerve block nor troncular as this needle is to short. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested (strong tong) associated to a needle to short for the type of injection. Pending quality investigation, no CAPA. Manufacturer's final comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm used for second inferior alveolar nerve shot during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue (patient had strong tongue, even with retraction from nurse pressure from tongue was on needle). Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. Septoject xl 30g 25mm is intended for paraapical injection not nerve block nor troncular as this needle is to short. Quality investigation were within specification. Use error associated with patient's "strong tongue" is considered the main root cause. The information gathered regarding this complaint indicate that the cannula broke in the patient mouth after manoeuvring with the tongue (patient has a very strong tongue). Investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. During our manufacturing process, the used cannulas were received with a certificate of conformity from supplier, which attests to their conformity. Many factors could lead to the reported issue cannula breakage, such as: high pressure during injection, constraint on the cannula during injection, unexpected movement during injection, use of several cartridges with the same needle (multiple needle use), bending or stressing of the cannula, use of needle not recommended according to the injection type, injection on a hard surface. This is the first complaint for the claimed batch f12473aa regarding the total quantity sold ((B)(4) needles). The occurrence is evaluated as low. Based on the performed investigation at this stage we evaluate the residual risk as acceptable. Quality investigations within specification. No CAPA. Use error associated with patient's "strong tongue" is considered the main root cause. Risk table (B)(4): use-sep3-023.

Manufacturer narrative:
The report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm during an unspecified procedure. It was reported that the needle broke off and lodged in patient's mouth. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested. Pending quality investigation, no CAPA.

Event description:
Spontaneous report from australia. Local reference: au-septodont (B)(4). Quality complaint was opened: references # 00801059 and # rec2024-0429. This initial non-serious case report was received on 17-sep-2024 from the dentist via local affiliate. The report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm in an unspecified patient of unknown age, sex, and medical history during an unspecified procedure. No further information was available regarding the patient. On 11-sep-2024, the needle broke off and lodged in patient's mouth. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. Other information of product: batch: #f12473aa, expiry date: jun-2028. --------- this case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm during an unspecified procedure. It was reported that the needle broke off and lodged in patient's mouth. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested. Pending quality investigation, no CAPA.

Manufacturer narrative:
Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm used for second inferior alveolar nerve shot during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue (patient had strong tongue, even with retraction from nurse pressure from tongue was on needle). Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Furthermore, septoject xl 30g 25mm is intended for paraapical injection not nerve block nor troncular as this needle is to short. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested (strong tong) associated to a needle to short for the type of injection. Pending quality investigation, no CAPA.

Event description:
Spontaneous report from australia. Local reference: (B)(4). Quality complaint was opened: (B)(4). This initial non-serious case report was received on (B)(6)2024 from the dentist via local affiliate. Follow-up #1 was received on (B)(6)2024 from local partner. Both information was processed together. Follow-up #2 was received on (B)(6)2024 from dentist via local partner. Follow-up #3 was received on (B)(6)2024 from the dentist. All information were processed together. Description of the narrative: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm in a 60 years old male patient during 480 blmd composite restoration. The patient was a non-smoker and not anxious. No further information was available regarding the patient. On (B)(6)2024, the patient received 2 dosage forms of 4% articaine 1:100,000 local anesthesia using septoject xl 30g 25mm at a healthy site. The patient did not experience any discomfort at the time of administration. After receiving the second inferior alveolar nerve shot, the needle broke off and lodged in patient's mouth. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. The patient was sent to oral and maxillofacial surgeon (omfs) to discussion about needle removal. The omfs advised that it was safe for patient to function per normal as it would not become dislodged or a hazard but would need to have it surgically removed in theatre under guidance of imaging facilities in public hospital. Other information of product: batch: #f12473aa, expiry date: jun-2028. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Follow-up #1: medical history, patient information, and specifics of the administration procedure were added. Follow-up #2: quality form completed follow-up #3: received information for surgery. Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm used for second inferior alveolar nerve shot during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue (patient had strong tongue, even with retraction from nurse pressure from tongue was on needle). Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Furthermore, septoject xl 30g 25mm is intended for paraapical injection not nerve block nor troncular as this needle is to short. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested (strong tong) associated to a needle to short for the type of injection. Pending quality investigation, no CAPA.

Manufacturer narrative:
Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested. Pending quality investigation, no CAPA.

Event description:
Spontaneous report from australia. Local reference: (B)(4). Quality complaint was opened: references # (B)(4). This initial non-serious case report was received on 17-sep-2024 from the dentist via local affiliate. Follow-up #1 was received on 01-oct-2024 from local partner. All the information was processed together. The report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm in a 60 years old male patient during 480 blmd composite restoration. The patient was a non-smoker and not anxious. No further information was available regarding the patient. On (B)(6) 2024, the patient received 2 dosage forms of 4% articaine 1:100,000 local anesthesia using septoject xl 30g 25mm at a healthy site. The patient did not experience any discomfort at the time of administration. After receiving the second inferior alveolar nerve shot, the needle broke off and lodged in patient's mouth. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. The patient was sent to oral and maxillofacial surgeon (omfs) to discussion about needle removal. Other information of product: batch: #f12473aa, expiry date: jun-2028. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Follow-up #1: medical history, patient information, and specifics of the administration procedure were added. Manufacturer's preliminary comments: the report described needle separated from collar and device fragment embedded with suspected device septoject xl 30g 25mm during an unspecified procedure. The patient was 60 years old male patient. The patient was a non-smoker and not anxious. It was reported that the needle broke off and lodged in patient's mouth during 480 blmd composite restoration. Needle separated from needle hub due to maneuvering with the strong tongue. Needle remained lodged in patient's mouth. Orthopantomogram (opg) was taken and radiopaque area in the right ian was seen; and it looked like a needle. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations, no root cause could be determined but patient involvement is suggested. Pending quality investigation, no CAPA.